Event description:
Per independent repair center statement, the unit was alarming or red light. The problem was not confirmed. It was noted that minor leaks were found and there were no error code on the pc board. Tie wraps were replaced.